Manufacturer narrative:
The field service engineer determined the gear pump head due for replacement and he replaced it. The system operated without error after the replacement. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial result was 140 mmol/l and the repeat result was 146 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The sodium electrode lot number was p8086. The expiration date was requested but was not provided. The investigation is ongoing.